Manufacturer narrative:
The customer reported issue of the autopulse platform failed with user advisory (ua) 12 (lifeband not detected) error message was not confirmed during the archive review and the initial functional testing. However, unrelated to the reported complaint, user advisory (ua) 07 (patient temperature sensor failure) error was noted in the archive review. Load cell was found defective and a replacement was required. Visual inspection was performed and found a hole in load plate cover and one of the head restraint wires was damaged, unrelated to the reported issue. To remedy the issue, the load plate cover and the top cover was replaced. The autopulse platform is a reusable device and was manufactured in 2008 and is 10 years old. It has exceeded its expected service life of 5 years. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. The autopulse underwent initial functional testing and passed with no errors or faults observed. A review of the platform archive was performed. There were no user advisory (ua) 12 error message occurred on (B)(6) 2018 as reported by the customer. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended without any user advisory (ua) 12 error message. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
On (B)(6) 2018, the emergency medical services (ems) crew responded to (B)(6) male patient in cardiac arrest. Manual CPR was applied by a bystander for around 12 minutes prior to the ems crew arrival. When the crew tried to initiate therapy, the platform displayed a message prompting the user to reposition the patient. The patient was re-positioned and lifeband adjusted, however, the same issue persisted. The crew immediately implemented manual CPR which was performed continuously through the transport time to the hospital. No known impact or patient consequence was reported. No additional information was provided.